Manufacturer narrative:
Citation: y. Chen et al. Procedural characteristics and outcomes of transcatheter aortic valve implantation: a single-center experience of the first 100 inoperable or high surgical risk patients with severe aortic stenosis; acta cardiol sin 2017;33:339349 doi: 10. 6515/acs20170620a earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural characteristics and outcomes of transcatheter aortic valve implantation: a single-center experience of the first 100 inoperable or high surgical risk patients with severe aortic stenosis. All data were collected from a single center between may 2010 to april 2016. The study population included 100 patients (predominantly female, mean age 81 years), 84 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 14 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction, coronary obstruction, stroke or tia, acute kidney injury, major vascular complications, cardiac tamponade, annulus rupture, valve mal-positioning, need for a second valve, post-procedural ar, moderate to severe, worsening heart failure, and pacemaker implant. Based on the available information, these adverse events may have been attributed to medtronic product.